Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the patient's left anterior descending artery. The initial attempt to inflate the balloon catheter was unsuccessful. Upon an attempt to withdraw the sds, the stent became dislodged from the balloon cathether and embolized within the coronary circulation. The patient was subsequently sent for coronary artery bypass graft surgery. The surgery ws successful. There were no additional complications reported relative to this event.